Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional inf has been requested. (B)(4).

Event description:
A customer reported that following bilateral intraocular lens (iol) implant surgery, he cannot see clearly and the image he sees is with shadows. Additional info has been requested. There are two medical device reports associated with this event. This report is for the first eye.